Event description:
It was reported that during a routine patient follow-up visit, the patient's sinus rhythm was in the 50s, and the device was programmed to a lower rate of 60 bpm. The device could not be interrogated and had no magnet response, and was not pacing. The patient felt "terrible." The device was replaced. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed no telemetry and no output conditions, confirming the reported field experience. Further testing revealed the no telemetry and no output conditions were due to lifted battery bond wires. It was reported that during a routine patient follow-up visit, the patient's sinus rhythm was in the 50s, and the device was programmed to a lower rate of 60 bpm. The device could not be interrogated and had no magnet response, and was not pacing. The patient felt "terrible." The device was replaced. There were no further reported patient complications as a result of this event. Electrical tests performed mechanical tests performed visual examination actual device involved in incident was evaluated component/subassembly failure wire device was out of specification in a manner that relates to event interrogate, difficult to magnet mode discrepancy pace, failure to.